Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4). Error code 210-5020. Customer (B)(6) called in for help on 8100 unit given error code 210-5020 before call in customer had replace the logic board and reflush the unit to update the serial number on unit after replace main board. Once complete the power unit on in normal mode and unit wasn't go no further get same error. Customer will send unit in for services repair. Will call back once po # setup up for repair.